Manufacturer narrative:
Product was requested to be returned fore valuation and has not been received. Note: this report is based solely on the reported issue. Manufacturer reference file number (B)(4).

Event description:
Customer reported the alarm does not sound when the magnet is detached from the alarm. Batteries have been replaced with a new supply. Customer did not provide a date when discovered. No patient incident or injury was reported.